Event description:
An (B)(6) male underwent aaa repair on (B)(6) 2009. The procedure was conducted as prescribed except deployment of the suprarenal stent was performed before deployment of contralateral limb. On (B)(6) 2009, blood flow of the left leg could not be confirmed, then it was confirmed that the left iliac leg graft was kinked and occluded by clots. The blood flow was back after the clots were removed percutaneously by a hydrolyzer catheter and the kink was solved by balloon dilation. The pt has recovered.

Manufacturer narrative:
(B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and amp; precautions, and the correct deployment procedure. In regards to endoleaks, the IFU list several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The failure mode assigned to this investigation is "graft kinked." At this time, a definitive cause cannot be reported as no films were returned for review. The physician commented, "I pushed the gray positioner by accident when I was deploying the left iliac leg graft. I think it caused the kink and occlusion." This may have been a contributing factor to the failure mode. When the associated risk documents are updated, this complaint will be reported to have resulted in moderate harm. We will continue to monitor for similar incidents.